Manufacturer narrative:
One medfusion 4000 pump was returned for analysis in good condition with no physical damage. The unit was powered up with inability to duplicate reported fault. The battery was then used on a testing pump; no communication timeout error was noted. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that a battery communication time out base hardware failure occurred to a smiths medical medfusion 4000 pump. There were no reported adverse effects.